Event description:
The patient reportedly experienced an infection. The patient underwent an irrigation and closure of wound dehiscence at the implant site. The patient's device was explanted.

Manufacturer narrative:
The external visual inspection of the device revealed the electrode was severed at the fantail prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.